Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/12/2020.

Event description:
The customer reported backup battery is broken. There was no patient involvement.

Manufacturer narrative:
G4: 07may2020. B4: 07may2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer has decided not to repair the unit at this time. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.